Event description:
The pacemaker involved in this complaint was interrogated on (B)(6) 2012. Reportedly, episodes of ventricular oversensing showing artefacts at 8hz (15ms intervals) on the egm strips had been recorded in the implant memories. The longest episode duration was greater than 10 hours. Preliminary analysis showed that the oversensing phenomenon started on (B)(6) 2012, as observed in the pt records dated (B)(6) 2012; it is very likely related to a lead issue or a connection issue. Recommendations were provided to check lead integrity and proper connection.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.